Event description:
Boston scientific received information that during a normal device replacement, this right atrial (ra) lead was found via fluoroscopy to be dislodged. High pacing thresholds of 2 v at 1.0 millisecond were also noted. The physician attempted to reposition the lead; however, was unable to advance a stylet into the lead. It was noted that the lead was hung up on the body of the patient's right ventricular (rv) lead, thus the lead was surgically capped and abandoned. No adverse patient effects were reported.

Event description:
Additional information was provided that pacing thresholds had been high since within the first year after implant. The lead dislodgement was then confirmed during the device replacement. The lead was able to pace the patient appropriately; however, the thresholds were high and the physician elected to then try to reposition the lead and ultimately implanted a new lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.